Manufacturer narrative:
The product was not returned for evaluation. We were unable to conclusively determine if the product contributed to the incident. An attempt to obtain additional information was not successful. A statement from the doctor indicates they did not believe the complication was caused by the device. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
During a study, it was reported the patient had post operative complication resulting in lymphorrhea after a femoral artery thromboendarterectomy procedure. The complication was resolved conservatively.